Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece approximately 0.084" x 0.433" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Additional observation related to the customer reported complaint: the instrument was found to have a detached fragment. The fragment measured approximately 0.084" x 0.433" and was not returned with the instrument. The complaint regarding a broken blade was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was unable to pass detection and the knife was observed to be broken. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fractured knife/tip was completely separated from the instrument. The fracture did not occur inside the patient¿s body. It occurred during wiping outside the patient¿s body. The instrument did not collide with any other instrument or tool during the procedure. Patient demographics were requested but were unable to be provided. There are photographic images of the device(s) or a video recording of the procedure available for isi review.